Event description:
Same case as manufacturer's report# 6000093-2006-00381, 6000093-2006-00383, 6000093-2006-00384. Eleven months after implantation of four taxus express2 drug eluting stents, an in-stent restenosis occured. During the initial procedure, the target lesion was located in the left anterior descending (lad) artery. A pre-intervention stenosis percentage was not reported. A 2.5 x 20 mm taxus stent, a 2.5 x 12 mm taxus stent and two 2.5 x 8 mm taxus stents were deployed in the lesion. A post-intervention stenosis percentage was not reported. No info was received regarding the tortuousity or the calcification of the vessel. No info was reported on pt medications. No info was received concerning pt complications. The pt presented 11 months later with an in-stent restenosis in the lad. A pre-intervention restenosis percentage was not reported. The physician attempted, but was unable to cross the in-stent restenosis region. The pt underwent bypass surgery one day later. The pt was reported as doing well.